Event description:
It was reported the patient was very "short waisted" and the positioning of the implantable neurostimulator (ins) had always been an issue. It was noted the patient kept bumping it on things and the ins didn¿t "stay put".

Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 377745, lot# v000942, implanted: 2006 (B)(6); product type lead. (B)(4).